Manufacturer narrative:
Mfg date: the device was manufactured between: 27sep2016 and 28sep2016. One device was received for evaluation containing approximately 300 ml of solution in the bladder. During visual inspection, the outer surface of the housing was observed to be ¿slightly wet¿; however, the exact location of where the wetness originated from could not be identified. Functional leak test was performed. The device was monitored for three days. After the third day, no evidence of a leak was found on the device. The reported condition was not verified. The second device was not received. As the sample was not returned a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two regional anesthesia infusors leaked from an unspecified location during storage. The units had been filled with 12ml fentanyl, 60ml bupivacaine, 0.6ml adrenaline, and 227.4ml sodium chloride solution to a total fill volume of 300ml. There was no patient involvement. No additional information is available.